Event description:
It was reported that the left ventricular lead exhibited loss of capture. Chest x-ray confirmed the lead had dislodged into the coronary sinus. The lead was explanted and replaced. The patients condition was good post procedure.